Manufacturer narrative:
The device was not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, the servo mirror had to be replaced and configured. Therefore, the reported allegation was confirmed leading to the reported event. After replacing the servo mirror, the issue was resolved, and the unit was within specification. Most likely the component damaged could have affected the device performance. No further issues were identified during service, and the console was confirmed to be fully functional after replacing. A risk review was performed and completed, confirming that the event is accounted for in the risk documentation. A labeling review confirmed the IFU includes appropriate warnings and instructions for use and there is no indication that the device was not used in accordance with the IFU. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure the console displayed error message 87. Due to this, the procedure was aborted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
Boston scientific concludes that the reported allegations in this complaint have not been confirmed, as the product was not returned for analysis. Without a returned device, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during procedure the console displayed error message 87. Due to this, the procedure was aborted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that during procedure the console displayed error message 87. Due to this, the procedure was aborted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.